Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient's ins is in a difficult spot for the patient and they are having pain at the site. The rep stated that they plan on moving the ins. The caller also requested a longevity calculation as they may replace the device at the time of the pocket revision. The rep stated that they felt like the battery position was causing the pain and the patient will have a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.